Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 496mg/dl. The customer performed an infusion set change and the occlusion alarms continued the following day. During the report, the customer did not observe insulin dripping out of the infusion set tubing. Reportedly, the customer reverted to manual injections for insulin therapy.